Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the shocking started a few months after replacement. It was reported the patient was walking in a parking lot and the shocking hurt their teeth and went up their body. It was noted the patient felt that their healthcare provider did something wrong during implant.

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).